Manufacturer narrative:
The reported event was addressed with phone support. No site visit was conducted. The system was working properly and no additional action was required as the issue was resolved.

Event description:
It was reported that during a da vinci-assisted radical transvesical prostatectomy surgical procedure, the surgeon observed arcing when cautery was applied close to the camera, causing the camera image to intermittently cut in and out. The customer received phone assistance from intuitive surgical, inc. (Isi) technical support engineer (tse). The tse could not find any related errors in the logs. The tse recommended marking the camera and ensuring the sheath was not damaged. If the issue persisted, the tse suggested returning the camera. The procedure was completed with no reported injury.